Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead exhibited an increase in sensing integrity counter (sic) and displayed high impedance. The lead currently remains in use with a lead revision planned for a future date. No patient complications have been reported as a result of this event.